Event description:
Reporter indicated a patient implanted with the vns passed away on (B)(6) 2012. The cause of death was not provided. Attempts for additional information from the reporter were unsuccessful as the reporter declined to provide additional information. An obituary for the patient reported the patient died at home. Follow up with the funeral home revealed the patient was buried with the vns. Attempts for the death certificate were unsuccessful as the manufacturer is not eligible to request a death certificate due to not having a tangible interest per the state vital records office. As the patient had epilepsy and died, sudep cannot be ruled out as a possible cause of death.